Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "internal error occurred system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The defib cable receptacle was replaced as a precaution and a new multifunction cable was provided to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.